Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) for a clinical study (sdy). It was reported that the cause of the painful stimulation with worsening (B)(6) was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported painful stimulation with worsening nocturnal enuresis on (B)(6) 2010. Intervention included a reprogramming where the stimulation was turned down on (B)(6) 2010. Medication was administered on (B)(6) 2010. There were other reprogramming that were performed on (B)(6) 2011 and (B)(6) 2011. The medication was discontinued on (B)(6) 2011. There was an entire system explant/replacement on (B)(6) 2011. It was reported to be possibly related to the device or therapy. There was a report of the patient having some significant pain at level 3.05 and worsening nocturnal enuresis. On (B)(6) 2011 was having worsening nocturnal enuresis and voiding every 5 minutes. It was noted on (B)(6) 2011, symptoms continued. There was a report that the issue resolved without sequelae on (B)(6) 2012. Relevant medical history includes urinary dysfunction/sacral nerve stim. No further complications were reported/anticipated.